Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the left ventricular (lv) lead had dislodged into the atrium. An x-ray was performed confirming the dislodgement. The lv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Event description:
Additional information received indicated that the patient presented to the hospital with complaints of shock-like sensation. Device reprogramming was done and discovered that the left ventricular lead was dislodged.